Event description:
It was reported during remote follow up that the right ventricular lead exhibited noise. Programming changes were recommended but not yet implemented. There were no patient consequences.

Manufacturer narrative:
Correction: updating 'company representative' for g2 report source.

Event description:
New information received noted that the lead noise resulted in oversensing and also showed increased pacing impedance. Imaging did not reveal any physical anomaly. The lead was capped on (B)(6) 2025 and successfully replaced. There were no patient consequences.